Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured, which resulted to increased pacing impedance measurements at 1500 ohms. The lead was surgically abandoned and replaced. A boston scientific company representative later reported that the fracture was initially suspected via high impedance measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.